Event description:
The facility's biomedical engineer requested service on this device due to the audible alarms not functioning. The biomedical engineer received this device from a clinical floor with a vague report that there was no alarm tone. The facility has no record of any pt injury or medical intervention occurring as a result of this situation. The facility's biomedical engineer was unable to provide any additional contacts that might have info regarding when or where the situation was identified and if the device was in use on a pt at that time.